Event description:
Pt admitted on 4/20/94 with decompensated congestive heart failure. On 4/26/94, pt began having intermittent atrial fibrillation. On 4/27/94, pt had infrequent episodes of failure to sense properly (oversensing). IV procainamide started to convert atrial fibrillation to normal sinus rhythm. On 4/28, pt experienced prolonged pauses secondary to oversensing. Pacemaker model 8416 was explanted. New dual chamber pulse generator inserted, model 7086, new atrial lead- model 4524-45 and new ventricular lead 5024-52. The previously-placed ventricular lead was capped.